Event description:
It was reported that an anti-siphon patient controlled analgesia extension set leaked. Approximately twenty minutes into the patient infusion a leak from a crack in the outside portion of the male luer lock adaptor was detected. There was patient involvement; however, there has been no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection found a crazing condition on the male luer lock adapter. Crazing is a series of fine cracks on the surface of the plastic. A functional test was performed, however the leak could not be duplicated. Based on the crazing found on the male luer lock adapter, the reported condition was confirmed. However, the cause of the issue could not be determined.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The exact date of this event is unknown. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.